Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the insert accessory is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.

Event description:
It was reported that during a da vinci s surgical procedure, a piece of the tip on the harmonic curved shears insert (hcs) accessory broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.